Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer complained of discrepant inr results for 2 patients tested on coaguchek xs meter serial number (B)(4) compared to the stago neoplastin laboratory method. Patient 1 result on the meter at 7:17 a.m. Was 5.7 inr. The result from the laboratory at 7:20 a.m. Was 3.7 inr. Patient 1 therapeutic range is 2.5 - 3.5 inr. On (B)(6) 2018 patient 2 (male, date of birth (B)(6)) result on the meter at 4:55 a.m. Was 4.2 inr. The result from the laboratory at 5:05 a.m. Was 3.2 inr. Patient 2 therapeutic range is 3.0 - 3.5 inr. All coumadin adjustments were made based on the laboratory results. No medical decisions were made based on the meter results. There was no allegation that an adverse event occurred. Neither patient was experiencing any bleeding or bruising. Neither patient has antiphospholipid antibodies. The meter and test strips were requested for investigation.